Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that after successfully transferring a scan from the imaging system and moving the imaging system out of the room, the system became unresponsive. It was unknown if there was any patient impact or delay. It was noted that the caller had not rebooted when they called in and asked if the scan would still be there. Technical services (ts) confirmed it would. The caller rebooted the system and was able to successfully see the scan. Caller then proceeded with setting up the procedure and reported they would be using a system that was not available on the navigation system (the site usually uses another system but it was in use) and would be choosing a specific application. Ts informed caller that the system would not be accurate as the software would project the application's dimensions. Caller confirmed they understood. Caller had two other questions about cycling layouts and adding an instrument that didn't show up and during that time, caller reported that they would not be using the navigation system for the case as the scan did not display completing, it was reported they would need the other navigation system.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733686, serial/lot #: (B)(6). (H3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.